Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Patient's mother was able to resolve the reported issue by installing the correct application on the patients smart device. No additional patient or event information is available.